Event description:
It was reported that one day after implant, the patient's device underwent routine testing. It was noted that the right ventricular (rv) lead was undersensing intrinsic activity and the r waves measured low. The physician stated the lead slack was lost and the lead moved, dislodging overnight. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.